Event description:
New information was received indicating that the patient¿s lead and pulse generator were explanted and successfully replaced. Pre-surgical diagnostics with the prior generator indicated a measured lead impedance of greater than 10,000 ohms with outputs still disabled and battery status good. With the new lead and pulse generator implanted the impedance measured within normal limits at 1657 ohms. Per hospital policy the explanted devices will not be returned to the manufacturer.

Event description:
It was reported that a patient's device was exhibiting high lead impedance via system diagnostics and the patient was experiencing increased seizures. It was reported that the patient was experiencing no pain or discomfort. It was reported that the device was turned off and the patient was referred for surgery. The physician attributed the increase in seizures to the observed high lead impedance. The physician did not know if the increase in seizures was above or below the patient's pre-vns rate and did not know the date of onset. X-rays have been taken and are now under review by the providers. No known surgical interventions have occurred to date.